Event description:
The patient was admitted for biventricular ICD generator replacement due to elective replacement indicator. He had a nonfunctioning atrial lead and FDA advisory defibrillator dual coil electrode in place. The patient went to the or for generator removal and replacement. Excimer laser technology was applied to remove both the right atrial and right ventricular electrodes. This was accomplished under constant fluoroscopic and transesophageal echocardiographic (tee) monitoring and no difficulties were encountered in removing both leads. The atrial lead had a higher threshold. The ventricular lead had no electrical abnormalities. The patient tolerated the procedure well. Note: the patient had a biventricular ICD placed 7 years ago. We do not have records or details of that surgery.